Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the reportable malfunction could not be specified. Based on the results of the investigation, the angle mechanism was corroded, causing the angle to lock and the adhesive part of the curved rubber was missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the uretero-reno videoscope had an angle mechanism that was corroded, causing the angle to lock and the adhesive part of the curved rubber was missing. There were no reports of patient involvement.